Event description:
Boston scientific crm received information that the right ventricular (rv) lead impedance measurement was greater than 2500 ohms, a lead fracture is suspected. It was noted that the rv lead also had poor pacing, but good sensing measurements and that the lead impedance measurements had started to rise approximately five months prior. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.